Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 459mg/dl. It was stated that the customer changed the infusion set several times to solve his high glucose. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime test and the test passed. Performed a high pressure test and the test failed. The mother stated that she is not comfortable with the insulin pump and requested a replacement of the insulin pump. Instructed to mother that the customer should discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.